Manufacturer narrative:
There is no evidence of a device malfunction. No problems were found with the returned cartridge. The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The exact cause of the alarm cannot be determined. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and provided additional review of manual rinseback procedures. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that a waste bag pressure high alarm occurred during a routine hemodialysis treatment. While troubleshooting, a system alarm occurred that would not resolve. The operator discontinued treatment without rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.